Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed cellulitis in her left breast post implantation. As a result, the patient underwent unilateral explantation with no replacement breast prosthesis on (B)(6) 2021. The suspect medical device was discarded following explant surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, cellulitis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, cellulitis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed cellulitis in her left breast post implantation. As a result, the patient underwent unilateral explantation with no replacement breast prosthesis on (B)(6) 2021. The suspect medical device was discarded following explant surgery.

Manufacturer narrative:
On 04-mar-2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2022, mentor received additional information about the event. The patient underwent prophylactic removal of the right breast prosthesis on (B)(6) 2022. The patient has not undergone replacement surgery yet. Refer to manufacturer report number 1645337-2022-04730 for the report regarding the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).